Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6), 2010. Revision was performed on (B)(6), 2012 due to anterior knee pain. During revision the implants were found to be well fixed with slight overhand of patella button. The patella implant was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain".